Manufacturer narrative:
In conclusion, based on the available information and investigation results, a definitive cause of the periprosthetic fracture of the hip implanted with proxilock hip stem cannot be determined with certainty. The periprosthetic fracture rate of the hip implanted with proxilock hip stem is within the range reported in the other cited published literature. As reported in the literature, several factors can contribute to the early and late periprosthetic fracture of the femur. Routine follow-up of patients after total hip arthroplasty is critical in identifying those at high risk of fracture. The investigation could not verify or identify any evidence of the proxilock hip stem design contributing to the reported fracture. The proxilock hip stem is currently not available as it was discontinued by manufacturer several years ago for business reasons, not related to the stem design or performance. No further action required. Product not returned from hospital.

Event description:
It was reported by the 411 group that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about product identification of a tm natural cup.